Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. It was noted that the damage prevented the connector from securing a cable. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: both connectors were found to be broken. Display wire was found to be pinched, with intact insulation. The hanger assembly was found to be cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.